Manufacturer narrative:
It was reported by the patient that their teeth were ultimately left in worse condition than when they started.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have provided additional letter of recommendation from their dentist; they have now provided two letters. In the latest provided letter the dentist states the patient has experienced adverse effects from byte, one example is ineffective results. Upon comprehensive evaluation and diagnostic records, it is determined the patient requires additional orthodontic correction. A treatment plan is needed to achieve proper alignment, overjet, occlusion and long-term stability of dentition. Patient is to cease all treatment with byte. They will be undergoing active orthodontic treatment at the office. This is a contraindicated patient.